Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance trend on the rv (right ventricular) defibrillation coil was variable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high rv coil impedance, oversensing in the tip to coil configuration, and a possible fracture. The rv lead was explanted and replaced. It was also reported that the device was damaged during the procedure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.